Event description:
During pouch stapling of the stomach x2 endo gia roticulating reload units 45-3.5 misfired. Each was of a different lot number. Product ref. 030455. Pt required 1 hour additional or time and drain placed.